Event description:
The product caused inflammation of the gums and infection in my mouth. The product is very aggressive and the supplier informed me that it was defective, the shape of the bristles were also deformed.